Manufacturer narrative:
A bci field service engineer (fse) replaced the tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the hydro pneumatic on the synchron lx 20 pro clinical system leaked at the valve bank due to aged tubing. No injury was reported.